Manufacturer narrative:
(B)(4).

Event description:
It was reported that during post implant follow-up, the atrial lead was found to be dislodged. The lead was explanted and replaced. The patient was fine.